Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. At 25.5cm, and 83.4cm from the strain relief, the hypotube of the device was kinked. There was blood and contrast present in the inflation lumen. The balloon was loosely folded, and contrast was present. At 9mm from the tip of the device, there was a 6mm longitudinal tear in the balloon. The distal end of the balloon was prolapsed, and the tip of the device was damaged. Product analysis confirmed the reported kink as there were hypotube kinks to the device.

Event description:
Reportable based on device analysis completed on 10aug2022. It was reported that shaft kink occurred. The target lesion was located in right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft was kinked outside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable. However, returned device analysis revealed balloon longitudinal tear.